Event description:
Information received from the article: rouchaud et al. Visual outcome with flow-diverter stents covering the ophthalmic artery for treatment of internal carotid artery aneurysms. Am j neuroradiol 36:330-36 feb 2015. Medtronic (covidien) received information through literature review and the following event(s) were captured as a result of the review. 28 patients (mean age 52, 19 females) with aneurysms were treated with pipelines covering the origin of the ophthalmic artery. During the procedure, one parenchymal embolism occurred in the territory of the right middle cerebral artery which was treated with intra-arterial abciximab without any clinical symptoms. One patient had an MRI (magnetic resonance imaging) at follow up and it revealed a territorial parenchymal ischemia in the right frontal area without clinical symptoms. One patient had an occlusion of the ophthalmic artery in a type b anatomy just after implantation of two pipelines with no ophthalmic symptoms (with normal antegrade flow at 3 months and 1 year). There were 3 patients with ophthalmic artery flow slowing just after pipeline implantation (at 3 months and 1 year, all but 1 case had normal antegrade flow in the covered ophthalmic artery. The patient that was not angiographically normal had stenosis at the origin of a type d ophthalmic artery. 11 patients showed new ophthalmic complications. Six of these patients had visual blurring, four had visual field defects, and one had oculomotor palsy. New clinical complications were transient or asymptomatic in 6 patients (2 visual field amputations were asymptomatic but were observed on visual field exam). Five patients had retinal emboli and three patients had optic nerve atrophies.

Manufacturer narrative:
The report was created to capture the complications from the procedures. The information was received from the article: information received from the article: rouchaud et al. Visual outcome with flow-diverter stents covering the ophthalmic artery for treatment of internal carotid artery aneurysms. Am j neuroradiol 36:330-36 feb 2015. Http://dx.doi.org/10.3174/ajnr.a4129 the devices will not be returned for evaluation as they were implanted in the patient. The lot history record review was not possible as the lot numbers were not reported. (B)(4).